Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that smallbore 6 inch ext vlv had flow issues. The following information was provided by the initial reporter: material #: 20039e. Batch/lot #: 21015464. It was reported that they are unable to flush the saline. Verbatim: unable to flush saline through it.